Event description:
The pt stated, that he observed "---" displayed on his infusion device. He stated, that he had been using the current power pack in his infusion device for three weeks. He acknowledged awareness of the power pack recall. However, it was determined that he had an affected power pack in use at the time. He was educated regarding the distinction between the power packs affected by the recall and corrected power packs. He replaced his power pack with a corrected power pack and the infusion device operated correctly. The time was set and basal rates verified. He was advised to properly dispose of all affected power packs. The pt did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.